Manufacturer narrative:
Device evaluation: no product associated with the complaint is expected to be returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the manufacturer record for reported lot number 305773 did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(6) 2013, eighty five (85) discrepant result complaints were reported for reported lot number 305773 yielding a complaint rate below action thresholds monitored by quality assurance for corrective action. Due to this low occurrence rate, no further action is required at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer alleges discrepant results with inratio2 meter compared to laboratory. Summary of reported results: date: (B)(6) 2013, inratio2: 2.6, laboratory: 5.6, time between testing (less than 10min). Patient's therapeutic range is 2.5 - 3.5. Caller stated that multiple drops of blood were added to the test strip.